Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board was replaced to address a "service required" alarm condition. During further testing an issue related to the device's internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issues.